Manufacturer narrative:
E1 update: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had multiple falls and surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation after taking a fall and both leads migrated. As a result, surgical intervention may be undertaken to address the issue.